Manufacturer narrative:
The revision reported may have been due to prosthesis wear and femoral loosening. The wear of the insert appears consistent with third body wear. Based on the images provided, there appears to be deformation of the patella component, which does not appear inconsistent with an implanted device. The femoral loosening may have been due to a loss of fixation at the implant-cement interface. However, this cannot be confirmed because the components were not returned for evaluation. Additionally, contributions from the type of cement used, cementing technique, or environmental conditions in the operating room at the time of implantation cannot be determined from the provided information.

Event description:
It was reported that approximately 35 months after a right total knee replacement procedure, a patient underwent a revision procedure to address wear and femoral loosening. There was no reported breakage of the device or surgical delay. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending evaluation: d10: concomitant device(s): 6623140 lgc tibial fit tray cem sz 4f/5t 02-012-45-4050.